Manufacturer narrative:
Concomitant medical products: product ID 3888-28, lot# l34383, implanted: (B)(6) 1995, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the implant quit working. The patient was told it was due to where the leads were placed and that the ribs/ hips were breaking the leads. There was scar tissue as well. The lead broke/quit working within three months of implant, (B)(6) 1995. The system was fully explanted. Indication for use included failed back surgery syndrome, and other chronic/intractable pain (trunk/limbs).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.